Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case was probably caused by the excessive force applied to the position of the screw and the plate. We concluded that the quality of this product has no relation to this event. Important basic precautions: when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. This report is being submitted as a medical device report is an abundance of caution.

Event description:
In high tibial osteotomy (hto), the surgeon in charge of the patient fixed the osteotomized tibia using a bone plate and bone screws for internal fixation and implanted this product (bone void filler). It was confirmed with type 1 of hinge fracture during surgery. The period of non-weight bearing was 3 weeks. Since it was found that this patient was confirmed with type 2 of hinge fracture about less than 3.5 months after the surgery. At this time, it was confirmed that the plate for internal fixation was broken. Then, the placed bone plate and bone screws for internal fixation were replaced.